Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient is experiencing postoperative neck, shoulder and upper arm pain and numbness down right arm and hand. The patient also reports a lack of mobility and an allergic reaction, in the form of a rash on her neck, to the implant. No revision is scheduled at this time.

Manufacturer narrative:
Additional information added to a2: date of birth, b5, b6, and b7.

Event description:
It was reported that a patient is experiencing postoperative neck, shoulder and upper arm pain and numbness down right arm and hand. The patient also reports a lack of mobility and an allergic reaction, in the form of a rash on her neck, to the implant. No revision is scheduled at this time. Addition information was provided that confirmed indication of metal allergy.

Event description:
It was reported that a patient is experiencing postoperative neck, shoulder and upper arm pain and numbness down right arm and hand. The patient also reports a lack of mobility and an allergic reaction, in the form of a rash on her neck, to the implant. No revision is scheduled at this time. Addition information was provided that confirmed indication of metal allergy.

Manufacturer narrative:
The complaint is unrefuted for one (1) of one (1) unreturned mobi-c implant (pn ) for the reported failure of allergic reaction and pain due to misplacement. The severity of this event is 2 (rmr-00107). Without images, x-rays, product return or further information about the patient, a specific cause cannot be determined. It is possible that the implant was placed in an improper location in relation to the vertebrae. For the allergic reaction and rashing, all material information is provided in the IFU. It is possible that the patient has an unknown allergy that is causing the reaction. The part was likely conforming when it left zimmer biomet control. No further action is recommended.